Manufacturer narrative:
Investigation results: no photographic evidence or physical samples were provided to investigate the reported condition. A thorough review of the device's history was conducted for optima injector n35-o lot 2501305, and no deviations or non-conformances were found during the manufacturing process that could have contributed to the issue. Three retained samples were received for further evaluation. Upon visual inspection, no deformations, material shortages, burrs, or breakages were detected. All products were found to be in optimal and acceptable condition. Luer thread tests were performed on the retained samples, confirming that the product functions as expected. The tests were carried out in accordance with internal procedures. The product undergoes inspections at various stages of the manufacturing process to ensure its quality and functionality. Based on the information available, we are currently unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor complaints received for this device and the reported condition for any potential emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: patient got up to use the rest room and noticed there was some of her chemotherapy leaking from the tube along the floor. It appeared to be leaking from a connection piece, but had not previous leaked when there ivf administered prior to the administration of the drug. Piece noted to be leaking was phaseal optima 515052 lot 2501305 exp: 6/30/27 kyprolis started at 1354. Pt then got up to use the bathroom. She then noticed that her line was leaking while in the bathroom. She called out for the rn. Rn paused infusion at 1355 and noticed that it was leaking from where the primary IV tubing attaches to the closed system transfer device via luer lock connection. Connection tightened. Blood return confirmed from port. Infusion restarted. Kyprolis noted on pt's hands and several drops on the bathroom floor. Pt diligently washed her hands x2. Medication cleaned up with chemo spill pad and bleach. Pt successfully completed infusion.